Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device ¿ 1 day.  Device analysis: the reported event of the system controller not able to start the lvad pump during the implant procedure was confirmed. The evaluation of the returned system controller revealed two open fuses. As a result, the system controller was not able to start a test pump during analysis. The fuses were replaced and the system controller functioned as intended. Visual inspection of the system controller¿s driveline connector revealed a burn mark near one of the driveline¿s socket and a green residue in a different socket. The data log file was successfully retrieved and the recorded data revealed that the system controller¿s clock was set on (B)(6) 2017 at 9:03. The driveline was connected and the system was operating at 3000 rpm with low speed set to 5000 rpm. There was a low speed advisory, low flow and backup battery not installed alarms recorded. The next entries indicated that the system was intentionally stopped and the driveline was disconnected. The system controller power cable was disconnected and the system controller was forced to a sleep mode at 9:04. The data recorded at 9:19 indicated that the system controller was connected to a power module and there was a controller internal fault alarm associated with both fuses being open. The next entries revealed that the backup battery was removed and the system controller was disconnected from the external power. Although a specific root cause for the observed damage was not able to be determined, the data captured in the log file and the investigation findings appeared related to the driveline being incorrectly inserted into the system controller by 180 degrees. Reports of similar issues have been documented and a corrective action was initiated to investigate the issue further. Abbott is continuing to monitor this issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported during pump initiation at the time of left ventricular assist device (lvad) implantation, upon ¿pump start¿ command, there was no signal sent to the system controller. The implanting surgeon attempted to initiate the pump twice with no success. The system controller was then exchanged and the pump started with no further issues. There was no extended delay in the procedure due to the reported controller. The facility keeps a backup system controller sterile during the implant for situations such as this. No additional information was provided.